Manufacturer narrative:
H.6. Investigation summary: one sample was returned to our quality team for investigation. Upon visually inspecting the product, a grey particle consistent with the rubber stopper was observed inside the vial. Fragmentation testing is performed according to procedure, to evaluate any particulates generated after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed and additional retained samples could not be investigated. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. Based on the available information we are not able to identify a definitive root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that the protector p50j experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: when preparing medication, coring occurred in the vial.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the protector p50j experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: when preparing medication, coring occurred in the vial.